Event description:
Patient attempted to climb out of bed between the bed rails after physical therapist had put him back in. No bruises or skin issues were noted. The bed alarm had apparently malfunctioned and did not alarm. Bed was removed from service and checked by clinical engineering. The bed alarm had not been "zeroed" out. User issue.